Manufacturer narrative:
Unit had no button response due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, and the act button does not work. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.